Event description:
It was reported that a pump malfunction occurred. The customer could not confirm the fault ID because the pump's display was not working. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary, until the replacement arrives.